Event description:
Medtronic received information via literature regarding optimal anti-platelet therapy following transcatheter aortic valve replacement (tavr). All data were collected from a japanese multi-center clinical registry between october 2013 and may 2017. The study population included 829 patients who were predominantly female with a mean age of 85 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients 143 were implanted with medtronic corevalve bioprosthetic valves and 80 were implanted with medtronic evolut r bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 35 deaths occurred during the post-tavr follow-up period. Causes included heart failure, hemorrhagic/ischemic strokes, infectious endocarditis and sudden cardiac death. Based on the available information medtronic product may have been associated with the deaths. Among all patients, adverse events included: life-threatening bleeding, gastrointestinal bleeding and strokes. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kobari y.; et al. Aspirin versus clopidogrel as single antithrombotic therapy after transcatheter aortic valve replacement: insight from the ocean-tavi registry. Circ cardiovasc interv. 2021 may;14(5):e010097. Doi: 10.1161/circinterventions.120.010097. Pmid: 34003663. Epub 2021 may 18. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.